Event description:
It was reported via repair work order that the alarm was disconnected from the cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.